Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood leaked from a hole in the tubing of clearlink system y-type blood/solution set. Estimated blood loss was approximately 100ml. The tubing was replace and the patient received another unit of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received contaminated with blood. Due to the nature of the returned sample, no evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.